Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during explant the implantable cardiac monitor exhibited backup vvi mode. The device was explanted.